Event description:
Per the clinic, in (B)(6) 2024 (specific date not reported), the patient experienced an infection at the implant site, which was an inflammatory response to the implant. Subsequently, the patient was treated with IV antibiotics for 6 weeks (specific date not reported) and the infection has since resolved. The implanted device remains.